Event description:
On (B)(6) 2012, the patient's mom contacted animas to rule out the pump as the contributing factor to the patient's blood glucose excursions. The patient reportedly had been having blood glucose levels ranging from 50-500 in the past 6 months and had ketones on some occasions. The patient reportedly did not receive any medical intervention as a result of the blood glucose excursions. The animas customer support representative went through troubleshooting with the patient's mom and noted the following: there were no reported issues with the infusion sets/sites, the insulin was in good condition, the cartridge is not part of the recall, the patient's mom confirmed that the pump settings were correct and that the pump was delivering insulin as programmed. The patient's mom indicated there have been no changes to the patient's diet and activity; however, she reported multiple instances where the patient was caught sneaking food. The patient's mom also reported the patient's glycemic control deteriorated after she went back to work in (B)(6) and believes it is related to husband not bolusing appropriately. The animas representative also noted that the incorrect technique was being used to fill the cannula. This complaint is being reported due to possible user error and because the patient allegedly had glucose excursion of 50-500 mg/dl with ketones on some occasions while on insulin pump therapy.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: no defect was found with the subject pump. Pump performs load and rewind step without piston stopping short. Pump loaded with 100 units filled cartridge; piston accurately stops at 100 units. Force sensor calibration reading is within acceptable range. The total daily dose history from (B)(6) 2010 to end of pump use on (B)(6) 2011 had daily insulin delivery totals correctly reflect the users programmed basal rates. There was no alarms or pump conditions indicating a malfunction were recorded in black box or alarm history.